Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an unknown mesh was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with hysterectomy. It was reported that following insertion the patient experienced pain, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and other issues. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Patient codes: (B)(4). It was reported that following insertion the patient experienced persistent microhematuria, stress urinary incontinence and severe urethritis.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.